Event description:
The account stated that the architect tsh reagent is generating erratic results on a patient who is under treatment. The sample was tested multiple times and the tsh results were 28.33, 11.45, 14.87, 17.53 and 29.65 uiu/ml. The ft4 result was 0.94. The account retested the sample in triplicate and obtained tsh results of 29.76, 30.11 and 29.68 uiu/ml. The sample was then diluted and the results were around 32.28 uiu/ml. The following day, a new sample was drawn from the patient and tested in triplicate, the tsh results were 29.92, 30.11 and 30.89 uiu/ml. The account believes the elevated results to be the correct result for this patient. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other (review of manufacturing and testing data statistical process control data/ tracking and trending review/ consultation with the abbott medical director). As part of this investigation, we reviewed the manufacturing and testing records, and found that architect tsh reagent lot 73904jn00 passed all the required in process testing specifications. In addition to this review, all architect tsh reagent lots were analyzed by statistical process control (spc). The spc tracking data demonstrated that when architect tsh reagent lot 73904jn00 was tested using panels, it performed within statistical control and all values were within the upper and lower specification limits. A panel is an internal sample called for in a products testing documents to evaluate the acceptability of a new lot of reagents prior to release of the product for sale. It is typically formulated to mimic a patient sample. These results demonstrate that the performance of the reagent lot is as intended. Architect tsh is part of (B)(4) neqas (national external quality assessment scheme) which is an external qc scheme. Five samples were tested on (B)(6) 2009 using architect tsh reagent lot 73904jn00. Our results showed that we are performing acceptably. In addition to our investigation, we consulted with the abbott diagnostic division medical director (md). Upon review of the data, the md stated that the tsh concentration is in the region of 30 uiu/ml, this is a true signal which is not inhibited by interference (confirmed by the results observed in the (B)(4) study performed at the customers laboratory). The md pointed out that tsh is the most sensitive marker for thyroid function. He recommended monitoring of the elevated results in conjunction with clinical signs for hypothyroidism, even if free hormones are normal. The md also suggested that elevated tsh may indicate underlying hypothyroidism and may help identifying root cause to potentially prevent progression of the disease. We reviewed the testing performed by our quality control laboratory prior to approving this reagent lot for sale to determine if there were any issues with this reagent lot. Our review of this data, however, did not identify any issues. We also reviewed the complaint history for architect tsh reagent 7k62 and in particular for reagent lot 73904jn00. This review did not reveal any adverse trend for performance related issues associated with this assay. From our data review, we conclude that the architect tsh assay is currently meeting its safety, effectiveness, and label claims. This is the final report.